Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was generating excessive smoke. This occurred 20 minutes into the procedure even though the jaws were cleaned. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returned. The lot number is unknown.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).